Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) explant due to a bulge in the patients penis and a suspected infection. It was determined that the bump was not due to the device and, per the physician, it was no longer believed there was an infection. During the reimplant procedure, the patient experienced ventricular tachycardia (vt). It was not noted how or if the vt required treatment. The procedure was completed and no further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the ipp instructions for use. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp instructions for use (IFU) was reviewed. There is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient underwent an inflatable penile prosthesis (ipp) explant due to a bulge in the patients penis and a suspected infection. It was determined that the bump was not due to the device and, per the physician, it was no longer believed there was an infection. During the reimplant procedure, the patient experienced ventricular tachycardia (vt). It was not noted how or if the vt required treatment. The procedure was completed and no further patient complications were reported.